Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported the blue clamp on the venous lumen was broken. A new device was inserted. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken clamp was confirmed, and it appeared that the damage occurred during use. One 24cm hemoglide catheter was returned for investigation. The venous clamp was broken along the curve near the locking barb. The break occurred across both arms of the clamp. The cross sections of the break in the clamp near the locking barb were microscopically examined and were noted to be smooth and granular. Residue was visible within the crevices of the clamp and the priming volume tags were yellow in color. The extension legs bifurcation and section of d/l tubing between the bifurcation and cuff were discolored yellow. The printing on the bifurcation was partially worn. The printing on the extension legs was completely worn. Due to the condition of the returned sample, it appeared that the clamp was damaged during use. Possible contributing factors of the clamp fracture include bending stresses and chemical degradation, which may have embrittled the material. Care should be taken to avoid prolonged exposure or excessive contact with cleaning solutions. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the blue clamp on the venous lumen was broken. A new device was inserted. There was no reported patient injury.